Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that the bladder stimulator was taken out by a healthcare professional. The patient stated that the implantable nuerostimulator (ins) battery went dead. The patient stated that they were using it and their bladder symptoms have improved so it didn¿t need to be replaced. The patient reported that he no longer had the device anymore. The patient was no longer implanted with the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.